Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that device had triggered elective replacement indicator approximately 9 months earlier; however, the device longevity during an office visit was projected to be 18 months remaining. The device was upgraded to a crt-d system. No patient complications have been reported as a result of this event.